Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage noted on the electronic assembly or motor assembly. No button error alarm noted. Unable to perform displacement test due to unresponsive buttons. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corner.

Event description:
The customer's spouse called and reported that the customer received a button error alarm on the insulin pump and there was condensation seen on the screen. The condensation went away, after customer's spouse put a fan near the device. The insulin pump may have been exposed to perspiration, as she was wearing it in her bra. Customer's blood glucose was 12.3 mmol/l. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.